Event description:
It was reported that the patient experienced an overnight low when the ilet lost connection with the dexcom sensor while the ilet continued insulin delivery, after which the patient treated with oral glucose tablets and the cgm connection automatically restored. Symptoms included hypoglycemia with a reported glucose of 60 mg/dl without loss of consciousness or other acute sequelae. Outcomes included no medical intervention, no hospitalization, and recovery with self-treatment. Investigation included complaint intake, troubleshooting, and education with review of device connectivity and insulin delivery behavior. Investigation of this case revealed a loss of communication between the cgm and ilet with ongoing insulin dosing during the communication gap, and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.